Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011504 - the dentist reported that after 1 month dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, the patient presented bone type ii and 50ncm of primary stability was achieved.